Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro c-ring split in half during the procedure. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the c-ring was split in half. The other half of the c-ring and the entire scope wash tubing were received separate. There was some evidence of blood. Based upon the visual observations, the reported complaint for "c-ring split" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).